Event description:
It was reported that there was a lead defect. No further info is available.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the field complaint of a lead anomaly was not confirmed in the laboratory. The lead exhibited normal electrical and mechanical characteristics. No anomaly was found.